Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.

Event description:
The plaintiff's atty alleged that the decedent experienced cardiac arrest and an anoxic brain injury, a cerebrovascular event and a cardiovascular event and subsequently expired on (B)(6) 2013 after use of the product.